Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately calcified and moderately tortuous forearm vessel. A 6.0mm x 20mm x 40cm sterling balloon catheter was advanced to the lesion. The balloon was inflated but it ruptured when the pressure level was increased to 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal ends of the balloon, 27mm in length. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately calcified and moderately tortuous forearm vessel. A 6.0mm x 20mm x 40cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated but it ruptured when the pressure level was increased to 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.